Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump unexpectedly alarmed multiple times. The customer's blood glucose reading was 50 mg/dl at the time of incident. Troubleshooting found that the alarms were able to be cleared and that the pump could go through the rewind process. The customer indicated that the reservoir and set were changed as well.